Event description:
A malfunction in the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided instructions to reset the pump, which resolved the issue, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if any further issues arise.